Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an embolized catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong proximal connector was returned for evaluation. An initial visual observation of the photograph showed the proximal connector of the device secured with statlock to the patient. The distal connector piece and catheter tubing were not observed in the photograph. Suture thread appeared to be protruding from the insertion site, suggesting the catheter remained in the patient. The absence of the distal connector piece may have contributed to the detachment and subsequent embolized catheter; however, the exact root cause could not be determined based on the returned photograph. Therefore, the root cause remains unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the catheter broke after two days of placement. The catheter slipped into the patient's body. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.